Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was in the or and noted they had difficulty disconnecting an implanted 3058 from an implanted lead. The caller noted they were trying to replace the ins. They removed the set screw, tried sterile water, tried turning the ins but the ins and lead would not disconnect. After a rotation of the ins, they were finally able to remove the ins from the lead. The caller ran an impedance check with the new ins placed on the old lead and everything was good. The caller will send back the ins. Additional information was received from a manufacturer representative (rep). The rep reported that they called during the procedure on (B)(6) 2022, because the lead would not come out of the ipg after loosening the set screw. The set screw actually came out of the ipg with the torque wrench, so manufacturer provided guidance from there. It was explained that the cavity for the lead is tight, so trouble shooting methods were provided. First, moisten the cavity of the ipg with sterile water. Second, brace the lead and rotate the ipg in a circular motion to wiggle the lead out. Unfortunately, the lead would not come out of the ipg. The physician used a medical tool to break apart a couple small pieces of the silicone portion of the ipg, which allowed the lead to successfully be removed from the ipg. The physician, nor the patient have information as to why the device malfunctioned.

Manufacturer narrative:
Analysis of the ins s/n (B)(4), revealed that it passed functional testing; however foreign material was observed in the im plantable neurostimulator (ins) connector port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.